Event description:
It was reported that during a pump replacement the pump locked. The physician extracted sterile water from the pump, and filled with 13ml of the drug, following which the pump locked. The drug could not be extracted and the lock could not be released. The pump was not used, a new one was implanted.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.